Event description:
(B)(4). As soon as I got it I began itching all over and still continues to this date. I have sharp stabbing pain in my falopian tubes on and off. It's so severe that it brings me to my knees sometimes. Im always cramping. My periods have changed. I'm either 2 weeks late or a lot of the time I get 2 periods in one month. I bleed heavier than before essure. I gained 40 lbs. Right after I had essure placed and cannot loose it, and constantly feeling bloated.